Event description:
The company received info that suggested that the tracheostomy tube broke where the inner cannula attaches to the outer cannula. The customer reported that this tube had been in use about 28 days. The customer reported that it may have broke when they rolled the pt over. The customer stated that the pt was re-intubated and no pt harm was reported. The customer stated that the sample was not saved and they did not know the lot number of the sample.